Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of the provided problem description. Service report and log files were not provided. Our fse (field service engineer) was on site to investigate the issue further and found out that the pressure transducer pcb (printed circuit board) was defective and required replacement. If the insp/exp pressure transducer tubes were not connected properly to the pc1781 or if the o-ring inside the (B)(6) were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. More over, the gas might leak from the end of the insp/exp pressure transducer tubes or from under the tower of the (B)(6) which will lead to incorrect measurements and will fail in the pressure transducer test. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).